Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. It was noted that there were no waveform or blood pressure readings displayed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They stated that the fiber optic had not worked all day so they had been transducing the central lumen, but was now possibly clotted with sluggish flow during flush. The customer began to troubleshoot, and were advised to obtain alternate arterial line to transduce to the console. While walking them through tracing back lines to the console - it was discovered that they did not have a pressure cable connected to a pressure port at all on the console. They in fact had not been transducing, but most likely still using the fiber optic because it was still connected. During conversation, the customer noted blood-colored condensation at various places along the helium tubing. They stated it did not reach the console. It was confirmed with them several times that it was blood- and advised them that the iab should be removed. A physician was at the bedside and preparing for removal. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.